Event description:
It was reported that a patient alert was triggered for the right ventricular (rv) lead due to high impedance and a possible fracture. The rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) and superior vena cava (svc) defibrillation coils were beyond the expected upper range. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted the rv coil impedance measured 222 ohms up from a trend that had been rising the last 2 days. The svc coil impedance measured 204 ohms up from a trend that had been rising the last 2 days.